Event description:
It was reported while using bd vacutainer® push button blood collection set, 2 devices had holes in the tubing and leaked during collection. Upon further inspection of unused devices, clear holes in tubing were observed and were removed from use. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 09-mar-2026 e.1. Initial reporter state: (B)(6). Investigation summary: bd received 18 samples for investigation. Evaluation of the returned samples indicated damaged tubing. Additionally, a total of 10 retained samples were visually inspected, and no damaged tubing was found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2. Additional medical device types: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 2 devices had holes in the tubing and leaked during collection. Upon further inspection of unused devices, clear holes in tubing were observed and were removed from use. There was no other health impact or consequences reported.